Event description:
No new patient or event information to report since the previous medwatch report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during treatment of post partum hemorrhage and following a cesarean section, the operator inserted a bakri tamponade balloon catheter transabdominally but leakage was noted when inflation volume reached 100 ml. The operator deflated the device and removed it. The procedure was completed by using another new device. Before the difficulty, it was reported that 600 ml of blood was lost and after there was 100 ml of blood loss. No adverse effects were reported due to the alleged malfunction. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection and function test of the complaint device was also conducted. The complaint device was returned for evaluation. A function test was performed by inflating the device with water, and leakage was confirmed. Visual examination noted a puncture mark in the balloon material at the leak. The device history record was reviewed for the reported lot and no related non-conformances were identified. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was also conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A search of complaint records shows no other related complaints at the time of investigation. Cook also reviewed the product labeling. The product's instructions for use (IFU) provides the following information related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The complaint was confirmed based on customer testimony and evaluation of the returned device. A definitive cause of the puncture could not be determined from the available information. The hazard analysis for this failure mode was reviewed and additional escalation was not recommend. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of post partum hemorrhage and following a cesarean section, the operator inserted a bakri tamponade balloon catheter transabdominally but leakage was noted when inflation volume reached 100 ml. The operator deflated the device and removed it. The procedure was completed by using another new device. Before the difficulty, it was reported that 600 ml of blood was lost and after there was 100 ml of blood loss. No adverse effects were reported due to the alleged malfunction. Additional patient and event details have been requested.